Manufacturer narrative:
The following report is being submitted to relay additional information received: complaint sample was evaluated and the reported event was confirmed. The tray, bearing and lock ring were returned for evaluation. Dimensional analysis of the lock ring is conforming. The ring is observed to be bent. It is unknown if this occurred while attempting to impact the liner or from disassembling the ring from the tray. The ring-loc groove is free of burrs. There is damage to the bearing from impaction. In the returned condition, the bearing cannot be assembled to the tray. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
(B)(4). Foreign - (B)(6). (B)(4). Concomitant medical product: ep-115393 e1 44-36 std hmrl brng, 157730. The complaint is under investigation. Once the investigation is complete a follow MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11070.

Event description:
It was reported that during a reverse shoulder arthroplasty, the humeral bearing would not seat properly in the humeral tray. New implants were used to complete the surgery. No patient injury or delay in surgery was noted. No additional information is available at this time.